Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 53 out of 53 returned display boards. Each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: no device history review was performed as the serial number for the device was not provided. Only lvp display board assemblies were provided for the investigation.

Event description:
It was reported that the customer is replacing 53 lvp display boards because of dim segments.